Event description:
It was reported that a cartridge alarm 20 occurred, though it did not cause the customer's blood glucose level to exceed 500 mg/dl, remaining within the normal range. The customer was advised to switch to manual daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. Technical support confirmed the need to replace the pump and arranged for a new one with updated software to be sent. The customer was given instructions for storing the defective pump before returning it and was informed of the necessary steps for setting up the replacement.